Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the sensor wire was missing entirely, but not in the patient's skin. No additional event or patient information is available.